Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary surgery the stem inserter broke during insertion. The implant was fully seated and no back up instruments were needed.

Manufacturer narrative:
Review of device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. Visual inspection was performed as part of the material analysis report (mar). Dimensional and functional inspections were not performed as the device was returned broken. The investigation determined the root cause of the event to be overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a primary surgery the stem inserter broke during insertion. The implant was fully seated and no back up instruments were needed.